Manufacturer narrative:
Correction: it was reported via email on 10/9/25 that patient interface had no contact with the patient. The event is no longer a reportable event. Therefore, this follow-up #1 is being submitted to provide the corrected data. There will no longer be any further reporting under medwatch report number 3012236936-2025-0002643.

Event description:
Customer reported two intralase patient interface cones having white deposits on their lenses. No further information provided.

Manufacturer narrative:
. . Section e11: telephone number, (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Correction: the initial report was inadvertently submitted as we initially had information that indicated there was no contact between the patient interface and the patient; therefore, this is a not reportable event. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.